Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date problem: delivery accuracy out of tolerance no sample / underinfusion the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The history files from (B)(6) 2024 and (B)(6) 2024 were investigated. A space line neutrapur was selected and the infusion started with a rate of 41,92ml/h and a volume of 986ml at 7:49pm. A upstream alarm occurred, because the roller clamp was closed. The infusion was continued and stopped on the next day at 3:48pm. At this time, 837,97ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: on 14/7 at 1344hrs, the staff in charge noticed there is a discrepancy between the volume on the IV tpn bag and the infusion pump during handover. The volume on the bag showed ~100mls which is less than the volume indicated on the pump 234mls. She plans to check the volume/ pump later. However, the infusion ended earlier than she expected. At 1534hrs , the patient's IV infusion pump was alarming. While attending to the patient, the staff in charge noticed that the patient's IV tpn bag was empty, but the remaining volume shown in the pump was 164mls. The IV tpn ended earlier than expected (the estimated completion time should be 1944 brs). The rate displayed on the pump is as ordered. The IV tpn was connected to the patient, and nil leakage was seen from the tpn bag. No patient complications were reported as a result of this event.